Manufacturer narrative:
The user reported that the pdm was overheating when charging and had a crack at the bottom of the screen. A battery was returned with the device. The device was able to turn on under its own power. Inspection of the log files show no signs of the device overheating. The log files show the device was operating within the temperature specifications. The device was allowed to charge during investigation and was not observed to heat up. No thermal issues were found. A crack was observed on the lcd display. This crack did not affect the display of words or images on the screen. The cause and timing of this crack could not be determined.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is over heating during charging. The patient reported their was a crack on the bottom of the pdm's lcd they attributed to the overheating.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.